Manufacturer narrative:
No serious injury alleged. Distributor reported that the aerosol compressor allegedly was melted on the rear side while in-use by the consumer. Product has not been returned for an evaluation, so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Event description:
The dealer alleges the back of this unit is melted. No injury is alleged.